Manufacturer narrative:
Concomitant product(s): product ID: 3387s-40, lot# v099194, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v099194, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information received from a healthcare professional reported that it was battery depletion. Symptoms related to the event included inability to walk, right side predominant symptoms of parkinson's. Troubleshooting/actions taken included having the device replaced and programming.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v099194, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v099194, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
A consumer reported that in (B)(6) 2012, the patient's right implantable neurostimulator (ins) suddenly stopped and was replaced. The patient's indication for use is parkinson's dual. The cause of the event, symptoms, and troubleshooting were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.